Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coord that the pt was admitted with unusual vad parameters. The pt had gained weight of 7 lbs over a week or so and was administered lasix with weight dropping about 3 lbs after lasix. Over the weekend, the pt noted low voltage alarms while on batteries, sooner than expected. The following day, the pt reported low voltage alarm again, several hours before he normally sees low battery. The pt also reported high power. The following day, the pt went into the hospital and the data history revealed multiple pi events, with powers as high as 17 watts but not sustained. The pt remains asymptomatic, although anxious about the high powers. Lab values show inr at 1.5 with lactate dehydrogenase level at 751. A pump exchange had recently been performed and since then the pt has had a complicated stay with ileus, pump pocket hematoma evacuation and driveline trauma. The pt is scheduled for an echo. The MFR received follow-up info on (B)(6) 2014 indicating that the pt's issues have resolved, with parameters back to normal. The pt will be monitored closely as an outpatient.

Manufacturer narrative:
The pt remains ongoing with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.